Event description:
Left radial arterial line in place drawing blood from the proximal port. Leaking began from backside of the three way stop cock when blood was pulled into the syringe. Blood flowed slowly then very quickly from the backside. It appeared a small white plug was missing or a MFR error with device.